Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd® 22.7l red sharps collectors there was an issue with broken lid. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd® 22.7l red sharps collectors there was an issue with broken lid. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples or pictures of the lid broken were not provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. According to the DHR review process; the result showed there were no issues reported like lid broken during the manufacturing process of the lot number reported under this customer complaint. No issues reported like lid broken for the same part number throughout the last twelve months. Investigation conclusion: the lot number was confirmed in the photos received; however, they were not received photos of the broken lids reported. According with this investigation there is not enough information to determine the root cause of this failure mode since there are no samples or pictures provided from customer about the defect reported. As part of this investigation the current process was evaluated in order to rule out that this issue could be omitted by error as well to review the inspection controls established within the manufacturing process, the result showed that there is a 100% visual inspection performed by production department. Also, a visual and functional inspection based on aql sampling plan is performed by a quality auditor. Root cause description: based on this investigation it was not possible determine this failure mode as a problem related to manufacturing process since the probability to generate a damage on the pieces could occur during the transit process or at the time to upload/download material from the trailer box. As part of this investigation it was found that there already are controls to detect this kind of issues; for this reason, the evidence of the original packaging is needed to determine the root cause. Rationale: according to risk assessment 17 occurrences (pieces) has been notified of (B)(4) pieces sold throughout last twelve months ((B)(4)), with this occurrence result and severity level s3 (severity based on pfmea) (B)(4). According to the result of the risk assessment, a CAPA is needed; however, it was not initiated because there was not enough information (picture of original packaging) to confirm if this failure mode was generated before or after material was shipped to the customer.